Event description:
Enduser reported that a patient who underwent slt procedure to the right eye in 2006 returned 2 days later with vision worsened to hand-motion with stromal haze and iop of 24 mmhg. Post-operatively, the patient had iop improved to 14 mmhg and the patient was sent home with nevanac tid (steroid). Per the treating ophthalmologist, the consulting ophthalmologist (corneal specialist) has reported that the cornea appears "warped". The patient is being followed by the treating ophthalmologist. Lumenis recommended to both the enduser and the device owner to suspend use of the device pending evaluation by lumenis service. Fifteen other patients were treated with the selecta ii device that same day and no other patients have complained.

Manufacturer narrative:
Device information: the enduser rented the slt device from the device owner: the enduser has used this selecta ii device on a rental basis for about 2 years. Device evaluation: lumenis scheduled device evaluation for 10/12/2006 and customer declined to provide access to the device on 10/12/2006; customer will allow access only on 10/13/2006 because treatments will be performed on 10/12/2006 despite lumenis' recommendation to suspend use of the device pending evaluation. Root cause: lumenis will submit a follow-up report with root cause analysis upon completion of this investigation.